Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during post procedure, the patient complained of pain, discomfort, irritation, and constant feeling of urination in the bladder area where the polaris loop was implanted. No abnormities were noted with the patients anatomy pre procedure. The stent was removed immediately in the recovery room of the hospital. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during post procedure, the patient complained of pain, discomfort, irritation, and constant feeling of urination in the bladder area where the polaris loop was implanted. No abnormities were noted with the patients anatomy pre procedure. The stent was removed immediately in the recovery room of the hospital. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination was performed on the returned device and no anomalies were found. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed since the returned unit was found within specifications. A device history record (DHR) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found. Based on all gathered information, no further actions are considered necessary. The most probable root cause is: not confirmed.